Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitants: 101-45-20 - 4.5mm drill bit 20mm, 5279686; 160-00-16 - pf stem tapered plasma sz 16, 5533992; 170-36-93 - biolox delta femoral head 36mm od, -3.5mm 5537382; 180-65-35 - alteon 6.5mm screw, 35mm, 5363986; 186-01-52 - integrip cc, cluster 52mm, g2, 5543091. Z-2112 thru 2133-2021.

Event description:
It was reported via a legal filing that a female patient who had initial implant procedure on her left hip on or about september 10, 2018, alleged she sustained injuries resulting from the hip prosthesis implanted, and was revised approximately 10 months post the initial implant procedure. No other information reported. No devices are available for return due to it being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
H7: z-1732-2022.